Event description:
The rn states that when the patient was weighed following their hemodialysis treatment, it was discovered, by comparing pre and post weights, that an excess of 3 kg of fluid had been removed. The patient information is as follows: (B)(6) female with right ijv catheter; dialyzer (B)(4); 3k/2.25ca; 137na; heparin bolus 1ml; heparin maintenance 0.5ml/hr (1500 ml). Dry weight 91.5 kg; pre weight 95.4kg; pre treatment b/p 178/66; pulse 69/r; resp 16. Uf goal 4.4 kkg; uf removed 4.401 kg; uf rate 1470 ml/hr; treatment time 3 hr 7 min; blood flow rate 450-500 ml/min; uf profile na; svs na; conductivity 13.5; temperature 37.2; ph 7.1. Ph passed; alarm test passed; air detector armed; nvl enabled; high flux verified. No medical intervention was required and the patient was discharged from the unit in stable condition. She added that the patient returned for her next scheduled dialysis treatment following the incident and remains stable. The facility biomed technician evaluated hemodialysis machine and all function checks were within specification and passed. Per the facility biomed tech, the hemodialysis machine was returned to service and there have been no reported problems.

Manufacturer narrative:
The facility biomed tech performed the uf problem identification checklist of the hemodialysis machine, all tests passed successfully. Additionally, the biomed tech declined to have the fresenius regional equipment specialist evaluate the hemodialysis machine at the location. The facility biomed tech states that the hemodialysis machine has been returned to service with no reported problems. (B)(4).